Event description:
The customer reported that the device jaws would not open/release and became stuck on tissue. Additional tissue resection was required to remove the device. No bleeding. No patient injury reported.

Manufacturer narrative:
(B)(4). Date of follow-up report : 05/05/2015. One used ls1037 was received for evaluation. Visual inspection found no defects. The jaws opened and closed normally using the handle. The jaws were not stuck shut. The investigation found the device to function normally and within specifications. The IFU states to minimize tissue sticking: keep the jaws of the instrument clean at all times; clean the instrument more often when working in a bloody field; if consistent sticking is encountered, reduce the bar setting; do not re-use or reprocess the device as this can damage the surface of the jaws and lead to improper performance.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.